Manufacturer narrative:
(B)(4). Evaluation conclusion: failure to follow instructions (using damaged device) the device was returned for analysis. The event was confirmed; a gap was observed between the edge of the graft cover and the tapered tip. The root cause of the event could not conclusively be determined as the event occurred in vivo and could not be replicated during analysis. The amount of gap observed by the physician when removed from the packaging is unknown; however, a 0.5mm gap is within manufacturing specification. Based on similar events, when the edge graft cover has deformation and scratch marks present along the tapered tip, this indicates the presence of calcium which most likely contributed to the events that occurred in vivo.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic ulcer. The max diameter of the aorta at the renal artery was 17 mm and the length of the proximal aortic neck was 19 mm. There was little to no degree of angulation. The common iliacs were tortuous and calcified. During the index procedure, the physician pre-dilated the right common iliac with a 12 french sheath and then a 14 french sheath prior to attempting to advance the delivery system. It was noted that a slight gap between the graft cover and tapered tip was observed prior to insertion but the nurse pushed it together and confirmed it was smooth. The physician then attempted to insert the endurant ii 20x20x82 delivery system and encountered resistance. The delivery system was removed and an approximately 1mm gap between the graft cover and tapered tip was observed. After the handle was ensured to be in proper position and the tapered tip was manually handled to eliminate the gap, the physician attempted to advance the delivery system a second time. Resistance was immediately encountered after the second advancement attempt and the delivery system was removed. A gap between the tapered tip and the graft cover was again observed and measured between 2 mm and 3 mm in length. There was also crumpling of the graft cover. The physician elected to use a second endurant ii 20x20x82 device and it was successfully implanted. Per the physician, the cause of the positioning difficulty was due to patient anatomy of tortuous and calcified common iliac arteries. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.